Manufacturer narrative:
Concomitant medical products: product ID 977a275, serial# va0vpca020, implanted: (B)(6) 2015, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer reported he met with a manufacturer representative prior to getting an MRI and the representative turned it off to safe mode. After 1 minute and 3 seconds, the wires in his back became hot and started burning; it went from the implantable neurostimulator (ins) all the way up to his neck. The consumer pushed the panic button and the MRI was stopped. He was going to follow-up with his doctor.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 977a275, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that his implant was broken because the healthcare provider (hcp) had said he put in an MRI compatible implant so the patient went for an MRI of the back and ¿the wires and everything burnt him¿ and the implant never came back on again. The patient reported that his implant had been off for 3-4 months. The patient reported that he had been trying to tell the hcp his situation, but the hcp kept telling the patient had to go through the manufacturer to get things taken care of. No further complications were reported.